Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced an unresponsive wake/sleep button on the ilet device, which improved after placing the device on the charger and responding to touch, and the user was advised on holding the button for 30 seconds or restarting on the charging pad. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient device responsiveness issue consistent with a user interface or power-state sensitivity that resolved with charging and standard restart procedures. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with a device in a low-power or unresponsive state, resolved by standard recovery steps.